Event description:
It was reported that possible oversensing was noted on the right atrial (ra) lead on some episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.